Event description:
It was reported that while under anesthesia, the patients health became an issue (the patient became unhealthy) and the procedure could not be performed. The device had been unpacked, however, was not used to treat the patient and there was no allegation of device malfunction.

Event description:
It was reported that while under anesthesia, the patients health became an issue (the patient became unhealthy) and the procedure could not be performed. The device had been unpacked, however, was not used to treat the patient and there was no allegation of device malfunction.

Manufacturer narrative:
There was no information alleging that the device malfunctioned, therefore the evaluation conclusion code of no problem detected was assigned. The device was not returned; therefore, analysis cannot be performed.